Manufacturer narrative:
Additional procode=dro. The device was returned to zoll medical corporation; the malfunction was observed during review of the device's history log. The device's pace/defib engine board was replaced as a precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device displayed "pacer disabled" and "defib fault 95" messages. Complainant did not indicate that there was any patient involvement in the reported malfunction.